Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet pump for roughly an hour during a shower after being in range at 158 mg/dl, after which blood glucose rose to 247 mg/dl before returning to 122 mg/dl following reconnection, with the issue associated to infusion set and cartridge use and education provided on not disconnecting for activity. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and improper procedure noted, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.